Event description:
It was reported, that when the rn was placing a jelco® protectiv® safety i.v. Catheter on the patient, the catheter was not advancing. When the catheter was removed from the patient's right arm, a piece of the plastic remained in the patient's arm. The piece of catheter was eventually removed by exploratory surgery. No other adverse events were reported.